Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that the endotracheal tube had become kinked which impeded ventilation. The clinician was able to adjust the patient's head and neck which resolved the situation. No injury or adverse effects reported.